Event description:
The pt underwent implantation of a mattrix dual stim transmitter and receiver system in 1998 for pain. The pt underwent explantation of the device in 1999. The device was returned to the MFR for analysis with the hcp statement "there was no pain control coverage due to broken wire on extension end and torn sheath." In 2001, the pt's attorney notified the MFR alleging "in 1999, pt underwent further surgery wherein it was found that the medtronic neurological stimulation system was defective and it was removed. ...pt was injured and hurt in health, strength, and activity, sustained injuries to body, and shock and injury to nervous system and person, all of which said injuries have caused, and continue to cause, plaintiff great physical, mental, and nervous pain and suffering. ...said injuries will result in permanent disability."